Event description:
It was reported the customer's insulin pump alarmed button error. Customer's blood glucose was 44 mg/dl. Customer's mother reported she did not recall any significant event that may have caused the device to alarm. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had a button error alarm due to corroded keypad trace. Insulin pump received with cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.